Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was 2.8 mmol/l at the time of hospitalization. Customer believed pump was over-delivering because daily history indicated in 3 minutes insulin were delivered when she has not entered it as sleeping. Customer was treated with food customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer is reporting weakness, unable to talk, nauseous. Customer stated that insulin pump had crack where reservoir in, clear bit has snapped off, crack on back of it goes from where clip goes in down to bottom of it underneath. Customer was assisted with troubleshooting for low blood glucose level. The reservoir will not be returned for analysis.